Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
It was reported that an auto-fill failure occurred during intra-aortic balloon (iab) therapy. It was noted that the iab had torn near the lower stat lock, causing a failure to fill. The customer stated this event occurred within the past three days (B)(6) 2023. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional initial reporters: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.